Event description:
It was reported that a patient with this electrode has received multiple inappropriate shocks due to oversensing and drops in morphology amplitude measurements. Isometric testing could not reproduce noise. An x-ray taken showed the electrode may have fractured, device replacement was recommended. For now, the electrode remains in service and no adverse patient effects have been reported. This event will be updated should a revision procedure be performed and/or the electrode be returned back from the field for analysis.

Event description:
It was reported that a patient with this electrode has received multiple inappropriate shocks due to oversensing of noise and drops in morphology amplitude measurements. Isometric testing could not reproduce any noise. An x-ray taken showed the electrode may have fractured, device replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and the electrode was found to have migrated and twisted around the can due to the patient rubbing their chest around the device pocket. The physician decided to replace the electrode and was observed to have difficulty removing it as the electrode had to be cut to be fully removed from the patient. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the electrode was returned in two segments, severed approximately 27.5 centimeters from the terminal pin. A benign crack was observed next to the sense b electrode. The crack did not extend into the insulation. A general twist was also observed with the lead body. An x-ray taken showed all the conductors were fracture distal to the terminal boot. This fracture characteristic is thought to be due to twiddler's syndrome. Analysis confirmed the allegations in the field were the result of the fracture.

Event description:
It was reported that a patient with this electrode has received multiple inappropriate shocks due to oversensing of noise and drops in morphology amplitude measurements. Isometric testing could not reproduce any noise. An x-ray taken showed the electrode may have fractured, device replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and the electrode was found to have migrated and twisted around the can due to the patient rubbing their chest around the device pocket. The physician decided to replace the electrode and was observed to have difficulty removing it as the electrode had to be cut to be fully removed from the patient. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.